Manufacturer narrative:
Reported event of MRI related reset and problem associated with use in off-label MRI environment was confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por) caused by magnetic resonance imaging (MRI) without switching device to MRI mode. User manual indicates it is required to program the device to MRI settings as part of the MRI scan workflow. Scanning under different conditions can result in device malfunction. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan performed without switching the implantable cardioverter defibrillator (ICD) to MRI mode. The ICD then exhibited backup mode with high voltage (hv) therapies disabled. Programming changes were attempted to resolve the issue, however, were unsuccessful. The physician explanted and replaced the ICD. The patient condition was stable.